Manufacturer narrative:
Investigation summary: the cause of access site adverse event, hematoma was unable to be determined due insufficient clinical details and no product returned.

Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4. Device manufacture were unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Upon transfer to the ICU, a small hematoma was observed around the impella repositioning sheath. Angle alignment was verified, and forward tension sutures remained intact. Manual pressure was applied to the site for 10 minutes. Due to concern for potential continued hematoma enlargement, a femostop device was placed superior to the insertion site. Distal pulses were present, and no further hematoma growth or changes were noted after compression was applied. The patient outcome is still to be determined as the patient remains on support. Additional information indicated that near the end of the procedure, the patient¿s urine became pink prior to transport to the ICU. Device repositioning was performed in the cardiac catheterization laboratory (ccl) under fluoroscopy. After ICU admission, the pink urine persisted. An echocardiogram was performed, and further repositioning was carried out. Initially, the impella inlet was positioned against the papillary muscle; following adjustment, the inlet was no longer in contact with the papillary muscle. Throughout evaluation in both the ccl and ICU, device flows and waveforms remained within normal limits. Overnight, laboratory samples returned hemolyzed. After administration of an albumin bolus and 1 liter of lactated ringer¿s solution, subsequent laboratory results were no longer hemolyzed. The urine remained pink but appeared lighter in color. However, the patient¿s creatinine continued to increase. The care team discussed the persistent abnormal urine color and laboratory abnormalities. Cardiology performed an additional echocardiogram, and no further device adjustments were made. The surgeon was unavailable for consideration of escalation to impella 5.5 support. The team elected to initiate transfer to a higher level of care with a plan to begin continuous renal replacement therapy (crrt).

Manufacturer narrative:
H6 health effect - impact code f2301 and h6 . Component code g07003 was inadvertently omitted manufacturer device report.